Event description:
It was reported that a physician attempted arteriotomy closure of a light calcified right common femoral artery using a proglide device after an intervention was done involving coiling the mesenteric artery. Reportedly, the patient arrived at the hospital with an emergency gastrointestinal (gi) bleed. At the end of the index procedure, vessel closure was attempted. It was indicated by the physician that when the plunger and needles were removed from the body of the device the suture broke. Two proglides were used with the same results. Hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional perclose proglided devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device indicated that a bilateral cuff miss occurred as evidenced by both cuffs remaining in the foot pockets. The pre-tied suture knot remained in the anterior needle slot and the rail suture end with the posterior needle tip was found inside the guide tube. Because the cuffs did not engage with the needles, the suture could not be retrieved when retracting the plunger and this could appear similar to the reported suture break. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for bilateral cuff miss include, but are not limited to manufacturing, challenging anatomical conditions, and incorrect deployment technique. The needle trajectory of every device is verified twice during manufacturing. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during plunger insertion. Challenging anatomical conditions such as calcification, tortuosity, and scarred tissue could all have contributed to cuff miss. In this case, the bilateral cuff miss was due to the plunger being retracted prior to being depressed to deploy the needles, resulting in the rail suture end with the detachable posterior needle tip being withdrawn into the guide tube. This is incorrect deployment sequence per proglide instructions for use. Based on the investigation findings, the probable cause for the bilateral cuff miss is incorrect deployment technique. No manufacturing or quality deficiency was detected. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.